Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the device was prophylactically replaced since the patient was pacing-dependent, as advised in the field safety notice on platinium devices issued in (B)(6) 2018.preliminary analysis did not reveal any anomaly.

Manufacturer narrative:
The device was explanted on (B)(6) 2018; the explantation date and the event date were corrected. Please refer to the attached analysis report.

Event description:
Reportedly, the device was prophylactically replaced since the patient was pacing-dependent, as advised in the field safety notice on platinium devices issued in (B)(6) 2018.preliminary analysis did not reveal any anomaly.